Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was not working. The monitor was turned on for the first time displays nothing. There was no patient involved, the iabp was shut down.

Event description:
N/a.

Manufacturer narrative:
Updated fields - (type of investigation, investigation findings, component code, investigation conclusions). Additional information:(B)(6). Getinge field service engineer (fse) checked pump does not start when turned on. It reports an error via the printer: electrical failure .the device can only be started in service mode. Checking the error log. - diagnostics. Eprom memory replaced. The safety disk replaced. Pump repair done. Replacement of iab dss-datasette on the motherboard. Renovation of the compressor - 5000 h set 2. Replacement of the safety disk is done. Visual inspection, system maintenance ,calibration check , functional tests done. Electrical safety tests performed. Calibration valid until (B)(6) 2024 next disk replacement at count. 6746 h or until (B)(6) 2026 next renovation with set 2500 at count. 8200 batteries replaced by (B)(6) 2025 pump functional next inspection by - (B)(6) 2024. The defective components were scrapped. .

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).